Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results of 26.6 mmol/l, 12.0 mmol/l, 14.1 mmol/l, 9.9 mmol/l, 20.6 mmol/l, and 18.4 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.